Event description:
It was reported that the biomed had an arctic sun device which was failing for a calibration error 80 (water check timeout ¿ unable to reach calibration temperature). A check of the data files showed that the mixing pump had failed. Biomed stated would order and replace the pump onsite. Per follow up information received on 03jun2022, there was no patient involvement as the issue was found during calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to faulty mixing pump. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence labeling review is not required. Correction: f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device which was failing for a calibration error 80 (water check timeout ¿ unable to reach calibration temperature). A check of the data files showed that the mixing pump had failed. Biomed stated would order and replace the pump onsite. Per follow up information received on 03jun2022, there was no patient involvement as the issue was found during calibration.